Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
The pump reportedly rebooted w/o user intervention. The pt rebooted the pump, completed the priming steps but the pump rebooted again. The pt's mom stated there was no damage to the battery cap and pump. There was no adverse event associated with this complaint. A replacement pump was sent to the pt.